Event description:
Pt implanted in 1999 in upper and lower vermilion borders. Onset of infection and implant extrusion 08/02/1999. Pt treated 06/30/1999 with antibiotic and analgesic. Implant revised twice during 1999, exact dates unknown.